Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect which caused the issue with nursing administration times. A technical support specialist followed knowledge articles (ka) - device time is incorrect and how to adjust station ntp server settings and updated the system time accordingly, then contacted the user to reconfirm that the fix had been successfully applied. The user confirmed that the issue was resolved, agreed to close the case, and approved proceeding accordingly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time was incorrect which caused the issue with nursing administration times. There were no delay, no adverse events or injuries reported based on this event.